Event description:
It was reported to philips that the device's battery was not passing the capacity test during preventative maintenance. There was no reported patient involvement/adverse patient impact.